Event description:
It was reported an occlusion alarm occurred. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. There was no adverse impact to customer¿s blood glucose level.